Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a crack in a cylinder connector. A new ipp was implanted and there were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested; the pump was functionally tested. One of the cylinders exhibited small holes with leaks in the middle and proximal cylinder body consistent with explant damage; the cylinder was not pressure tested as a result. The other cylinder passed leak and pressure testing; no anomalies were identified with the intact cylinder or reservoir. The pump did not pass the functional test as it did not pass the activation test. Based on the information available and analysis results, the activation anomalies identified in the pump could affect the functionality of the device. However, product analysis was unable to confirm the reported clinical observation of hole/perforated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a crack in a cylinder connector. A new ipp was implanted and there were no patient complications.